Event description:
On (B)(6) 2010, pt reported there was insulin inside the cartridge compartment of the infusion device. When infusion device was turned upside down, a few drops spilled out. This was first noticed one week prior to report when pt completed cartridge change. Pt reported he possibly over-tightened the infusion tubing to the cartridge and then heard a crack. That was when he noticed the insulin. Several attempts were made to reach pt for additional info, and these were unsuccessful. Infusion device, adapter, and insulin cartridge were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.